Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer would not turn on and was unable to interrogate device. The power supply was not returned with the programmer however the backup battery charged using the test power supply. It was noted that the cursor jumped away from the stylus and confirmed that the display was the problem; tested with the test display. The computer platform was replaced. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was returned into service for repair and subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.